Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump alarmed and now stopped but keeps beeping. Reviewed settings and closed clamp. Removed cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette, opened clamp and started the pump. Pump is running. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: initial reporter occupation was updated to non-healthcare professional on (B)(6) 2022. The information was provided in the notification email. (B)(6) 2022 is the date the missing initial reporter occupation was discovered).